Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (15 mg/ml at 5.491 mg/day) and dilaudid (30 mg/ml at 10.982 mg/day) in simple continuous mode via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The event logs showed multiple motor stalls and recoveries with the first stall occurring on (B)(6) 2018. The stalls were short and were usually in the mornings. On (B)(6) 2018, the pump stalled at 06:28 and recovered at 06:33; on (B)(6) 2018, the pump stalled at 12:17 and recovered at 12:22; on (B)(6) 2018 no times were provided; on (B)(6) 2018, the pump stalled at 7:46 and recovered at 07:57; and on (B)(6) 2018, the pump stalled at 07:53 and recovered at 08:10. The patient denied any magnetic influence or MRI. The patient reported he was still in bed at many times when the stalls occurred. It was reported that they were going to keep an eye on it and note when the alarms occurred. No patient symptoms were reported. No further complications have been reported as a result of this event.